Manufacturer narrative:
Manufacturer reference#: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens (lal) was implanted backwards. An additional procedure was performed approximately two years after initial implant to implant another lal in the same eye as a secondary intraocular lens.